Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged and did not charge properly. The customer¿s blood glucose was 108(mg/dl). Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.